Event description:
The reported event was described as "slipped laceration". Add'l clinical info has been requested but no new info has been provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been provided for eval. An investigation has been initiated upon the reported info.